Event description:
Per the reporter the patient was set to receive a 48mm infusion of over 24 hours. The infusion was initiated. The device was checked after a 2 hour period, at that time it was noted the 15mm had been infused. The patient reported no ill effects.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.